Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the incision had opened. The patient was brought to the catheterization laboratory and the pocket was stitched close and the patient was administered antibiotics prophylactically. No sign of infection was noted. The patient was in stable condition.